Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with fever, fatigue, white blood cell (wbc) count of 20, and positive blood cultures. There was progressive decline requiring intubation and vasopressors. Unable to locate source of infection. Family withdrew care and the patient expired on (B)(6) 2020. Cause of expiration was noted to be sepsis. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.